Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a euphora rx ptca balloon catheter. It was reported that the device failed to cross the lesion and that balloon rupture occurred at 13 atm's.